Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a line from a one-link device was clotting. The reporter stated they had connected a patient with a dual lumen uv line, with an onelink connected to a t connector. One lumen was the patent and the other was clotted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.